Manufacturer narrative:
(B)(4) date sent: 8/20/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, packing breakage. Before used on the patient, found the plastic packing was not sealed well. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5875p. The analysis results found that an ecr60d device was returned outside its original package. Only the tyvek was returned for analysis. The seal area of the tyvek was visually inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5875p. The analysis results found that an ecr60d device was returned outside its original package. Only the tyvek was returned for analysis. The seal area of the tyvek was visually inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.